Event description:
On 6/11/92, this 71 year old chronically ventilator-dependent patient became disconnected from her in-line ventolin treatment. The respiratory technician responded to the ventilator alarm, the patient cardiac arrested and was treated and transferred to the medical ICU. She never regained neurological function and was weaned from her life supports, according to her husband wishes, until she expired on 8/21/92. The actual ventolin treatment aerosol and tubing were discarded. The respiratory supervisor checked the ventilator at the time of the occurence and found it to be in proper working orderdevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. The device was destroyed/disposed of.